Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Visual inspection identified loose particulate matter inside the fluid path of the cassette. Leak testing, clear passage testing, and clamp function testing were performed with no issues. The device was run on a lab homechoice and the machine alarmed. The reported problem was verified. The cause of the reported problem could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice automated pd set with cassette, loose particulate matter was found inside the cassette. No additional information is available.